Event description:
Mitek received a 3500 via the FDA and authored by the user facility. The report talks about an abandoned procedure due to; "pt's leg was tight". It appears that while the pt was undergoing an arthroscopic knee repair with the use of an fms pump for fluid mgmt, the pt's leg became tight (?). The pump was swapped out with another same type device, and again with the same results. At this point in time, the surgeon chose to abandon the procedure. The report states that the pt would have to return back to surgery at some later date for remedy. For the procedure details, this is all of the info provided in the report; we have questions out for detail and clarity. The report goes on to state that a mitek rep was called in the next day and performed some eval and performance test on both devices; he could not discern any fault or mal performance. A f/u phone conversation this day, 10/5/2010, with one of the facility's biomeds; he states that subsequent to the event, both devices have been in service without issue. He also mentioned that they also point to some fms pump tubing as a contributor. This issue was not reported to mitek previously; the complaint pumps are not being returned for eval; they have been performing without issue and the tubing has been discarded at the facility. Also see associated MDR's 1221934-2010-00352 and 1221934-2010-00353.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.